Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient received a high blood glucose alert above 400 mg/dl while using the ilet system and observed that the cartridge had been falling out but was subsequently reinserted and locked into place. The patient reportedly entered a meal announcement in an attempt to reduce the elevated glucose levels, which did not correct the hyperglycemia. Reported symptoms included hyperglycemia, with no additional complications noted. The outcomes of the event included no injury and no hospitalization, and the patient reported improvement with a downward glucose trend by the end of the interaction. The investigation included troubleshooting and education, including discussion that an improperly seated cartridge or an infusion set or connector issue can interrupt insulin delivery and that meal announcements should not be used to treat high blood glucose. Investigation of the case revealed a likely infusion system issue, such as an incorrectly deployed infusion set, an infusion set connector not properly attached, or a cartridge not fully inserted, which could result in interrupted insulin delivery without generating device alarms. Based on previously established findings for similar reports, it was concluded that user setup or handling contributed to interrupted insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.